Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be reviewed as a device serial number was not provided. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 19 mm surgical valve implanted for an unknown implant duration underwent valve-in-valve procedure. A transcatheter valve was implanted inside the failing surgical valve. No further information was provided.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 19mm aortic valve implanted 15 years underwent valve-in-valve procedure due to senile calcific aortic valve stenosis. A 20mm valve was implanted inside the failing surgical valve. The patient was transferred to the pacu in stable condition and discharged home on pod #2 in stable condition.

Event description:
Edwards received information that a patient with a 19mm aortic valve implanted 15 years underwent valve-in-valve procedure due to unknown reasons. A 20mm valve was implanted inside the failing surgical valve.